Manufacturer narrative:
The account called hill-rom technical support to inquire about having a technician can sent to repair. It is unknown if the facility performs preventative maintenance on their beds. No further info is available on the repair of the bed at this time. The investigation is ongoing, however, if any add'l relevant info is identified following completion of the investigation, the add'l relevant info will be submitted in a supplemental report.

Event description:
Hill-rom received a report from the account stating the bed exit would not work. The bed was located on the 6th floor at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).